Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a micro centrifuge vial with residue and debris on the lens . Visual inspection found the haptic torn as well as residue and debris on the lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -8.5/1.5/086 (sphere/cylinder\axis) into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem. In the reporters opinion the cause of this event was due to a patient related factor.